Manufacturer narrative:
Correction: d4. Additional information: a1, a2, a3, a4, b7, e1, g4, h4, h6, h11. H4: the lot was manufactured between october 16, 2023 - october 17, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused during infusion. When the patient returned to change the infusion device, it was observed that the device was still largely full of medication which suggested the device had failed to deliver the medication dose during the expected therapy time. Another device was connected to the patient for therapy, and the next day, the patient returned again and most of the medication remained within the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: this event occurred some between may 4, 2024 - may 5, 2024. Should additional relevant information become available, a supplemental report will be submitted.